Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue was logged in the device¿s memory, but unable to duplicate the reported issue. The likely cause of the reported issue was depleted batteries; however, the root cause could not be conclusively determined. Stryker recommended replacing the power supplies and power supply cables. Additionally, the contact pcb was replaced as a preventative measure. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.